Event description:
It was reported that this right ventricular lead exhibited abnormal impedance measurements due to a perforation as confirmed through an echocardiogram. This lead was explanted and successfully replaced. This lead is not expected for return. No additional adverse patient effects.